Event description:
Complainant alleged that while delivering pace therapy to an unresponsive pt. The pt's heart rhythm could not be captured. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.